Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated regarding the difficulty encountered accessing the catheter access port (cap) it was noted the major problem was just the patient was unable to hold still due to dystonia. The cap was able to be accessed. It was further reported the cause of the seizures was unknown. Additionally, it was noted a granuloma at the catheter tip was not confirmed. Neurosurgery explanted the pump temporarily and now it worked fine. The hcp suspected they retracted the catheter a couple of millimeters. No further actions/interventions were taken. The hcp thought there was still a granuloma, but they needed a cervical myelogram to confirm and the patient declined. The patient¿s weight at the time of the event was (B)(6). Regarding the current status of the affected devices it was reported as ¿functioning.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they were going to be revising the patient¿s catheter and possible laminectomy, but the patient also had a deep brain stimulator. It was noted the healthcare provider (hcp) attempted to do a catheter access port (cap) aspiration over the weekend and it was unsuccessful. The rep was headed to the hcp and patient today to proceed with a catheter revision and was calling to review priming scenarios for the case. Additional information was received from a healthcare provider (hcp) on 2019-dec-11 inquired if there was any data on occurrences of intermittent catheter tip obstructions. It was noted the patient ¿clinically seemed to have a catheter tip granuloma with intermittent overdose/underdose.¿ on (B)(6) 2019, they did a side port and were unable to withdraw anything, so the patient went to the operating room (or) on (B)(6) 2019. The surgeon opened the patient and was able to withdraw fluid from the side port so he ¿closed her back up.¿ it was also reported they did an indium dye study and had normal results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11272r09, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jun-2004, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was initially reported that an event associated with the pump occurred. On 2019-dec-04 the company representative further reported that the patient was originally receiving baclofen with concentration 5000 mcg/ml (daily dose rate was unknown). It was noted that they had limited information and the patient was having symptoms. The company representative was to meet with the patient and their new managing physician to try to troubleshoot. The patient was experiencing dystonia and they thought to do a CT scan. The physician was worried about a granuloma on the tip. The patient was in-patient at the hospital. They lowered the baclofen concentration to 3000 mcg/ml and the patient started having seizures and spasticity. The date of the event was unknown but noted as could be as recent as in the last week. The date (B)(6) 2019 is considered an approximate date of event (specific year known only). They raised the concentration back up to 4000 mcg/ml and the patient symptoms were not as severe. The physician¿s initial plan was to get the patient to 2000 mcg/ml at a more manageable concentration. The healthcare provider was refilling the pump with a lower concentration on (B)(6) 2019. The hcp initially planned to do a system contents removal procedure to get rid of the 4000 mcg/ml baclofen. The pump was being refilled with gablofen with concentration 2000 mcg/ml. It was further noted that the patient had some scar tissue around the area of the catheter access port (cap) so that made it difficult to access and the patient was getting dystonic. The hcp then decided instead to run the old drug out by programming a bridge bolus. The current daily dose was 1299.2 mcg/day. The patient was noted as having had a deep brain stimulator (dbs) as well. Refer also to MFR report # regarding a previous event / patient seizing. No further patient complications have been reported as a result of this event.